Event description:
During troubleshooting for an unrelated alarm on a homechoice (hc) machine, it was reported that the home patient (hp) had changed out only the bags, reusing the other supplies. The technical services representative (tsr) explained to the hp that the setup was compromised. The tsr assisted the hp in ending therapy and advised the hp to start over using new supplies. No patient injury or medical intervention was indicated in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. Proper user instructions are addressed in the homechoice and homechoice pro apd systems patient at-home guide which is shipped with every homechoice device. The guide warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. It also warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.